Event description:
It was reported that the 9800 system would not make x-ray. The customer requested a new power control board and power switch. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power control board, power switch, snubber board, and tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.